Event description:
When the doctor inserted the guiding dilator, there was resistance and a mesh-like tissue was attached to the tip of the dilator. Doctor's opinion: product defect.

Manufacturer narrative:
The distributor provided a picture of the dilator with "mesh-like tissue." It was apparent from the picture that mesh-like substance was the braid-tail that is typically cut-off during the manufacturing process. It is likely that the braid-tail was folded into the catheter during a mandrel removal process. Center point did a thorough review of the production records to determine if there were any abnormal occurences during the manufacturing process. All production records indicated there was no problem during manufacturing, thereby demonstrating this is most likely an isolated occurrence. The device was not returned to the manufacturer therefore no final determination could be made. Center point immediately made production personnel aware and completed the investigation with all the available information. Although there was no patient involvement during this event, although it is highly unlikely that this braid wire could be exposed to the patient, center point is reporting this event out of caution as exposed braidwire such as that included in the braid-tail that was mistakingly left in the shaft of the catheter could cause injury to the patient. No further action, including remedial actions (e.g. Recall), are required at this time.